Event description:
The shower chair was difficult to steer. A technician examined the chair and noticed that the casters were loose. The technician fastened the casters properly. No injury was reported.